Event description:
It was additionally reported that the patient had a history of arrhythmia prior to the left ventricular assist device (lvad). An implantable cardioverter defibrillator (ICD) was also implanted prior to lvad.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia could not be conclusively determined through this evaluation. The heartmate ii lvas IFU rev. B is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. Review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted due to ventricular arrhythmia which needed fibrillation or cardioversion as a treatment. Medical therapy was performed.